Event description:
Following the battery performance alert (bpa) advisory. A bpa was received, by the clinician. And the device was explanted. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.